Event description:
I have had a reoccurring problem with the dexcom 7 sensors lasting the full 10days and/or not working at all. I have contacted the manufacturer several times and they have mailed new sensors a few times, but I am also having to go without for periods of time. "These sensors are subpar!" They are expensive and shouldn't be defective this often. Thank you.